Event description:
A report was received that the patient was experiencing burning pain down to right leg and foot. It was noted that the burning pain was caused during procedure and unknown caused. The patient was prescribed medrol dose pack and was reportedly doing well.